Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The battery contacts were found to be dirty and bent, and pixels were noted to be missing on the lower area of the lcd display. Screws on the case were overtightened, causing difficulty in closing the battery compartment.

Event description:
It was reported that the external pulse generator (epg) turned off while on a patient, resulting in loss of ventricular pacing and capture and subsequently no ventricular pacing spike. The generator was turned back on immediately, with restoration of capture, after a slight decrease in hemodynamics. It was further reported that the pacer had a new battery installed just prior to use and had less than 30 minutes of use on it. The epg was replaced once the patient was stable. It was taken out of service and given to the biomedical engineer for testing, where the behavior could not be reproduced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the external pulse generator (epg) turned off, resulting in loss of pacing and capture. The generator was turned back on with an immediate restoration of capture after a slight decrease in hemodynamics. It was further reported that the pacer had a new battery installed and had less than 30 minutes of use on it. The pacer was taken out of service and given to biomed for testing where the behavior could not be reproduced. No further patient complications have been reported as a result of this event.